Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, heavily tortuous, proximal left anterior descending artery. An attempt was made to cross with the 2.75 x 38 mm xience prime stent; however, it failed due to the complex lesion. Normal force was used during the attempts to cross; however, a proximal shaft separation occurred. A xience v stent and a xience prime stent (2.75 x 23 mm, 2.75 x 18 mm) were deployed overlapping each other successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.